Event description:
It was reported that after surgery it was observed that the motor device was overheating. According to the report, there was no delay in the surgical procedure as the surgeon was able to finish the surgery with the actual device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.